Event description:
It was reported via facility medwatch#: mw5152293 that the tip detachment occurred. The target lesion was located in the right popliteal and femoral artery. A platinum plus guidewire was selected for use. During the procedure, an outback re-entry device was used to re-enter the true lumen with multiple attempts but was unsuccessful. This wire was withdrawn from the re-entry device with the needle. However, while doing so, it felt as if the wire snugged on the re-entry device and appeared that a small tip was shorn off in the subintimal space. Further attempts were made to cross the antegrade lesion but ultimately unsuccessful. A 4mm x 200mm plain balloon angioplasty was then performed in the right popliteal and femoral artery. An angiogram showed a good result but with residual stenosis. A second 5mm x 200mm balloon was inflated to 5.3mm and a 5.5mm x 150mm non-boston scientific (bsc) stent was inserted into the knee joint and deployed. Another angiogram was performed which showed excellent result but there was still residual stenosis above the area of the stent and the broken wire was visualized in the side branch. A second 5.5mm x 150mm non-bsc stent was advanced and deployed into the femoral artery covering the sheared off wire. A completion angiogram was performed which showed excellent results with rapid flow to the foot. No complications were reported.